Manufacturer narrative:
(B)(4). Date sent: 6/11/2024. D4: batch # 513c54. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Device history review: a manufacturing record evaluation was performed for the finished device batch number 513c54, and no non-conformances were identified.

Manufacturer narrative:
Pc-(B)(4) date sent: 4/23/2024 d4: batch # 513c54 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Device history review a manufacturing record evaluation was performed for the finished device batch number 513c54, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/4/2024. D4: batch # unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic distal gastrectomy, the nurse noticed that the jaws did not open completely when loading the 3rd cartridge. The cartridge color was blue. The device was used with blue cartridge on duodenum at 1st firing. The device was articulated, and it was used with blue cartridge on gastric body at 2nd firing. The staple was formed properly, so the issue was not noticed until then. The home button and articulation button were pressed, but the issue did not improve. Manual override lever was used, but the issue did not improve. Another echelon device was used to complete the case. There were no adverse consequences to the patient. After the operation, when the articulation joint was fully articulated to left and right, the jaws became to open. One device will be returning. No further information is available.